Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. As part of our investigation with this report, an olympus endoscopy support specialist (ess) was dispatched to the user facility on february 3, 2016 to assess their reprocessing practices and to provide reprocessing in-service. The ess observed the staff at the user facility not pre-cleaning the device properly, and they were not using the washing tube (mh-974). A review of the instrument history record showed that this device was last serviced on october 01, 2014. The exact cause of the reported event cannot be conclusively determined. If additional information and if the device is received at a later date this report will be supplemented.

Event description:
Olympus was informed that during the last three months, the device culture tested positive for staphylococcus bacteria. The device was reprocessed in a non-olympus automated endoscope reprocessor (aer). There was no patient infection associated with this report.